Event description:
The ge oec 9800 fluoroscopy system had poor image quality reported. Grainy images.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the image processor pcb and re-seated other pcbs. Interconnect cable was cleaned and connectors reset. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.